Event description:
It was reported via service engineer, "on (B)(6) 2026, I received an email about an on-patient incident, and the reported issue was 'powered off during use'. I have gone on site and performed services to this unit. No patient information was provided to me". The pump was exchanged for another pump.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.